Manufacturer narrative:
A review of the device history records and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. The catheter was examined and breakage was confirmed at the strain relief/luer connection site. A definite root cause for the breakage issue cannot be established with confidence. A probable cause may be related to patient movement which caused excessive force on the catheter and resulted in the breakage. Since this issue may be related to an event within the user environment, no corrective action will be taken at this time. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
A PICC line broke into two parts while securely taped in place. The nurse noted it leaking and on investigation noted it was in two pieces. It came apart at the site where the purple portion joins the clear smaller portion of the line. The line was removed from the pt and no apparent harm.